Event description:
Additional information received via a company representative provided the session report/pump log. Pump drug was baclofen (3,000 mcg/ml at 624.6 mcg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving unknown baclofen (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient had issues with spasms occurring at night when the patient's hands would extremely raise up. The patient was never able to demonstrate this in the hospital and the issue had been ongoing for 6 to 9 months according to the hcp. The patient was insisting that someone outside was manipulating their pump and was stating that a security breech was occurring with the patient's physical pump's firewall. The hcp has asked the patient to record themselves at home at night as this was occurring so the hcp could see it demonstrated as this was unable to be replicated in the hospital. The patient was a t4 paraplegic. The hcp thinks this is the patient's 2nd or 3rd pump so the patient was very used to having a pump. There were no known factors that may have led or contributed to the issue. The patient had been physically examined in the hospital. There were no actions taken yet. No surgical intervention occurred. It was unknown if surgical intervention was planned. The issue was not resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was listed as "alive - no injury."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a foreign healthcare provider via company representative. The patient had never mentioned having heard a pump alarm during the night. The pump was programmed in simple continuous mode. Regarding if there were strong electromagnetic interference / magnetic sources close to the bed of the patient, it was noted that apart from the mobile phone it was unclear and they would need to ask him again. Regarding if there were any pump reservoir volume discrepancies noted, the following was provided: on (B)(6) 2019: actual reservoir volume (arv): 2.0ml, expected reservoir volume (erv):1.8ml, on (B)(6) 2019: arv:3.4ml, erv:3.2ml, on (B)(6) 2020: arv: 4.4ml, erv: 3.7ml, on (B)(6) 2020: arv: 3.6ml, erv: 2.7ml, on (B)(6) 2020: arv: 2.0ml, erv: 1.7ml, on (B)(6) 2021: arv: 2.8ml, erv: 2.0ml, on (B)(6) 2021: arv: 3.6ml, erv: 2.5ml, on (B)(6) 2021: arv: 2.4ml, erv: 1.5ml, on (B)(6) 2021: arv: 8.0ml, erv: 7.0ml,on (B)(6) 2022: arv: 2.8ml, erv: 2.0ml, on (B)(6) 2022: arv: 3.4ml, erv: 2.2ml, on (B)(6) 2022: arv: 3.2ml, erv: 2.4ml, and on (B)(6) 2023: arv: 4.2ml, erv: 2.8ml. As per the log provided, a low reservoir alarm occurred on (B)(6) 2022 followed by a pump refill on (B)(6) 2022 . The pump log also showed an infusion prescription changed occurred on (B)(6) 2022.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep). It was reported that the patient had provided detailed information on when these ¿episodes¿ had happened and he stayed in the hospital a few nights so that they could see what was happening, but they never saw anything the patient described. There were no positional changes with the catheter that was allowing the medication to change in flow as the hospital had done extensive testing. All examinations had been done including x-ray, dye tests, etc. No logs had shown any re-programming outside the clinical setting in the hospital. It was further indicated that this was completely the patient¿s own experience and the issue had not been demonstrated in front of the healthcare team. However, the patient is adamant about his experience and is certain that the firewall has been breached. The pump was planned to be replaced when it reached the elective replacement indicator (eri).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign patient and healthcare provider via a company representative. It was further repo rted that the patient was certain his implanted baclofen pump firewall was being breached. It was indicated that the patient was referring that this issue was occurring for about 12 months now. The patient described they were going through hell and that their spasms were making them ill and they were losing weight. It was further indicated that it was also impacting their mental health. It was described that the dosage can go up and down to an extreme level as to a point where the patient was falling out of their wheelchair. For example the patient fell and smashed their head. The patient described they were 99% sure that the firewall in their implanted pump had been breached and they believed someone outside was manipulating the dosage of baclofen. The patient still had their pump in situ and the pump was working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). According to the logs provided, an infusion (prescription) change had occurred on (B)(6) 2023 and (B)(6) 2024.

Event description:
Additional information was received via a company representative. The serial number of the pump and implant date was provided. The pump at this stage was not being explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.